Manufacturer narrative:
The pump was received with a frozen display after countdown. The problem was isolated to the mother board. The pump was received with all buttons responding properly. Unable to verify the lost sensor alarm due to the frozen display. No traces of moisture were noted at the keypad traces, electronic assemblies or motor assemblies. The pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that the insulin pump had a keypad anomaly; the entire keypad is unresponsive. The patient's blood glucose at the time of incident was 230 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer confirmed that the pump was exposed to moisture about two weeks ago; her nephew pushed her into the pool while she was wearing the pump but the pump had been functional until now. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.